Manufacturer narrative:
An event of incomplete stent opening, leaflet incomplete coaptation, central regurgitation, perivalvular leak, and off-label use was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported perivalvular leak, incomplete stent opening, and central regurgitation could not be conclusively determined. The reported off-label use was related to implanting the valve in bicuspid aortic valve. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as post-implant valvuloplasty was performed and the patient was hospitalized for monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), ¿contraindications: the valve is contraindicated for patients with any leaflet configuration other than tricuspid.¿

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. Pre-dilation was performed with a 28x40 balloon. During the procedure, the valve was re-sheathed more than two times. While deploying the valve at more than 50% at an implant depth of 4mm from the non-coronary cusp (ncc), incomplete stent opening was observed in the heavily calcified right coronary cusp (rcc). An attempt was made to partially re-sheath the valve, however 10% of the valve remained exposed. The micro-adjustment wheel was used to close the gap. The valve and delivery system were removed from the patient without injury. A new 35mm navitor vision valve and large flexnav delivery system were selected for implant. A second pre-dilation was performed with a 28x40 balloon. During implant there was difficulty partially re-sheathing, however the valve was able to be implanted. The final implant depth was 5mm from the non-coronary cusp (ncc). During transthoracic echocardiogram (tte) and contrast injection, both mild central and perivalvular leaks were observed. Leaflet coaptation failure was noted during diastole. Post-balloon aortic valvuloplasty (bav) was performed with a 30x40mm balloon, first targeting the central portion of the valve that also appeared to be under-expanded, and then secondly towards the ventricular side for expansion of the annular portion. The perivalvular leak improved, however the central leak persisted. The patient had prolonged hospitalization for monitoring. The user believed the patient's bicuspid anatomy caused the first valve to expand non-uniformly.